Manufacturer narrative:
H10: the device was evaluated on-site by a baxter qualified technician. During visual inspection, the base of the device was observed damaged. The wheel could not hold the base. The reported condition was verified. The cause of the condition could not be determined. However, the most probable cause was due to continuous movement of the machine along with the ageing of the component. To correct the issue, the wheel was replaced. As a precautionary suggestion, per the ak 96 operator's manual states the user must avoid colliding with any objects when moving the machine as this could damage the equipment. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during set up that an ak 96 machine could not move and had a risk of tipping over. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.